Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose in the 500 to 599 mg/dl range and was hospitalized with diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the urgent care visit. He was treated with an insulin drip. The customer experienced the symptom of diarrhea. The customer then transferred to another facility on (B)(6) 2014. His blood glucose was 305 mg/dl at the time. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were correct with no significant findings noted. The high pressure test was performed and passed. Upon removal of the infusion set, the cannula was not bent. The customer was advised to change the entire set, reservoir and insulin. The customer did advise that he had scar tissue all over his stomach. Nothing further was reported.